Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation under the rear therapy pads. The rash was described as being similar to diaper rash and his skin was "rubbed raw". The patient was given a prescription for zinc oxide from his physician. The patient also removed lifevest to let his skin heal. Follow-up indicated that the irritation was healing.